Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a cracked end cap. Unable to perform the basic occlusion, prime or excessive no delivery tests due to the device alarming. Cracks to the case, reservoir tube lip, a scratched lcd window and missing end cap sticker also noted.

Event description:
It was reported that the customer's insulin pump alarmed for the past two months. It was stated that someone attempted to still the device while the customer was driving on the buss, but when they realized it was a device they threw it back to him. Troubleshooting was performed, and the drive support cap was loose. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.